Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump error alarms. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarms but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test however, device received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 due to pump error 43. Device tested outside the insulin pump and received pump error 43 at rewind. Device received with corroded electronic assemblies. (B)(4).